Event description:
The physician reported the following: "I have a pt who had fluid around a gore aortobifem graft (not heparin bonded) (lot number not provided). It was thought that the graft was infected, although all cultures came back negative. We removed the graft and did an ax-fem-fem. He developed several fluid collections around that graft, which were not culture positive, and has remained stable over the years." The physician continued to report: "I doubt I can find you a lot number for the event. I didn't put that in, and I took it out nearly 10 years ago."